Manufacturer narrative:
(B)(4) concomitant medical products: 14-103654, item name univ 2-hole shl 54 mm lnr sz 24, lot # 197960. Ep-105994, item name epoly 36 mm rlc lnr mrom sz24 ze 24, lot # 509830. 51-108070, item name tprlc 133 mp t1 pps so 7 x 99 mm, lot # 2802976. Report source: foreign. The event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Clinical study (B)(6) it was reported that 6 months post a total hip arthroplasty on the left hip, the patient experienced pain and discomfort and found it difficult to perform usual activities. One (1) year post surgery it was further reported that the patient still was experiencing problems walking about and found it difficult to performing usual activities. Attempts have been made and no further information has been provided.